Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable elecsys troponin t hs stat assay (tnths stat) results for multiple patients tested on multiple cobas e 411 immunoassay analyzers from two laboratory sites. The customer provided the tnths stat results for 11 patients, of which 7 were a reportable malfunction. The cobas e411 serial number for site a, (B)(6), was (B)(4). The cobas e411 serial numbers for site b, (B)(6), were (B)(4). The same chemist works at both site a and site b and believes the problem is related to tnths stat reagent lot 305646. Please refer to the attachment for patient data. The highlighted tnths stat results were released outside of the laboratory. It was unknown if the erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. Site b has not reported any further discrepant results since 12-sep-2018 after they switched to a new reagent lot. The investigation is currently ongoing.

Manufacturer narrative:
The service engineer performed maintenance on the tubes to the syringes and checked the mixers of the cobas e 411 immunoassay analyzers. The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.